Event description:
It was reported that this right atrial (ra) lead exhibited low intrinsic amplitude and undersensing. The health care professional (hcp) requested a verbal review of the reports. Technical services (ts) noted a non-sustained ventricular arrhythmia episode during the collection period, with the electrogram (egm) demonstrating that the device was operating as programmed. Ts added that the most recent lead measurements were within normal limits. No adverse patient effects were reported. This ra lead remains in service.